Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. The device was received in good condition with no appearance of any physical damages. A DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log, ehl, showed some evidence of the reported issue. To further investigate, and occlusion test, and accuracy tests were performed. All the reading of the force sensor, size and position were all within the required specs; pump operates as intended and within specifications. Root cause could not be determined as the pump was operating as designed and as intended.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device was giving an occlusion reading. Patient outcome is unknown.